Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a pump motor feed thru anomaly involving shorting across the insulator. Bridging was found across the ceramic insulation of both m1¿s and m2¿s feed thru. Corrosion was also found on gear wheel 3 as well as slight residue on the pinions of the gear shafts.

Event description:
It was reported that the pump was replaced on (B)(6) 2013 due to battery depletion. No patient symptoms were reported; however, it was noted that the patient recovered without sequela following the replacement. The device system delivered gablofen.